Manufacturer narrative:
The unit was received with a blank display anomaly due to a moisture-damaged electronic assembly. A moisture-damaged motor was also noted during visual inspection. The unit was unable to perform the operating currents test, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify display anomaly due to the blank display anomaly. The following physical damage was found: minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump fell into the water and there was moisture inside of the lcd screen. The patient's blood glucose at the time of incident was 10.0 mmol/l. There was also black lines displayed across the screen. The insulin pump was returned and replaced.